Event description:
It was reported that the patient presented to the clinic (B)(6) 2024 with damage to their power cable bend relief. The system controller was exchanged.

Manufacturer narrative:
Voluntary medwatch report # (B)(4). Section a1: patient identifier was not provided. Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6)) having a damaged power cable bend relief was not able to be confirmed, as the product was not returned for evaluation, and no photos were submitted for review. The root cause of the reported event could not be conclusively determined. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H10: correction: user facility # added. No further information was provided. The manufacturer is closing the file on this event.